Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation and was inflated twice at 6 atmospheres for 30 seconds. However, on the third inflation at 14 atmospheres for 30 seconds, the balloon ruptured on distal tip side. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).